Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, he experienced significant halo effect day and night around any bright object. Glare at night which makes him not able to drive. Everything is a little fuzzy, and there is a constant shadow where it looks like there are two sets of every letter. There is a persistent shadow in my periphery. Additional information has been requested which states patient is aware that his vision is limited in his left eye secondary to epiretinal membrane. Although it has improved in the last year, it is still causing difficulty focusing far and near. We discussed the epiretinal membrane with the patient at length. Do not recommend surgical intervention at this time. Patient given glasses prescription with the hope antiglare coating will help with glare issues. There are 2 files associated with these events. This is for the right eye.

Manufacturer narrative:
Customer indicated the use of a qualified associated cartridge and viscoelastic. The use of a non-qualified handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. Information was provided that the surgeon did not recommend surgical intervention at this time. Patient given glasses prescription with the hope antiglare coating will help with glare issues. We will continue to monitor annually with dilated examination and retina oct." No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).